Manufacturer narrative:
The ge service rep conducted an onsite investigation. The sram was checked and the rep ordered the part. No further service info was provided.

Event description:
The customer reported that the system would not boot. No pt injury was reported.